Event description:
It was reported that every now and then when the patient was standing or sitting stimulation went off for a minute and then came back. It was stated that this started happening right after the manufacturer¿s representative programmed the device in (B)(6). It was stated that the manufacturer¿s representative was aware of this issue in (B)(6) and told her it was part of the programming. It was stated that during the programming session when the patient was laying on her side no matter how the manufacturer¿s representative set the device she got cramps on her side. The patient stated that when she has more pain in her low back and increased stimulation she got muscle spasms in her upper back. The patient noted that this had also been going on since she was programmed in (B)(6). The patient stated that she only had one program. The patient noted that the manufacturer¿s representative expected her to find a healthcare professional (hcp) office where they could do the programming, and when the patient called the hcp office they told her to call the manufacturer¿s representative to tell him ne needed to find somewhere. Additional information received reported that the patient was still having concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported there was a greater than 50% reduction of symptoms. The patient experienced 75% pain relief. The cause of the event was ¿extreme overexertion and insomnia¿ and was not device related. The device was reportedly working well. No reprogramming was needed and no troubleshooting was performed. The patient was receiving effective therapy and was very pleased